Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showed a system error message.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) showed a system error message.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the drive manifold. As part of pm, fse replaced the screw concealment label. The defective components were received for further investigation. Fse completed the pm, ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the drive manifold failing. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number and tested the part to factory specifications per procedure number (B)(4) revision e and the cs300 service manual part number 0070-00-0689 rev w. This part failed the leak test. Fat was able to verify the reported failure of the drive manifold. Retaining the part in the failure analysis and testing dept. Per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that at the agiliti warehouse, the cs300 intra-aortic balloon pump (iabp) showed a system error message. There was no patient involvement reported.